Event description:
Event description boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted, having been implanted for 43.7 months, due to elective replacement indicator. There was an allegation of premature battery depletion.